Event description:
Device 3 of 3. Reference MFR report: 1627487-2019-04989 and 3006705815-2019-01541. It was reported the patient's scs system could not be set to MRI mode due intermittent low system impedances. Troubleshooting and reprogramming was unable to resolve the issue. Consequently, surgical intervention may taken to address the issue.

Event description:
Device 3 of 3. Reference MFR report: 1627487-2019-04989 and 3006705815-2019-01541.

Event description:
Device 3 of 3. Reference MFR report: 1627487-2019-04989 and 3006705815-2019-01541. Additional follow up received identified no intervention was planned to address the impedance issue. The patient will undergo a CT scan instead.